Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported differences between sg and bg readings. Following additional monitoring, the system demonstrated clear stabilization after the sensor re-link. The user noted a significant improvement in the sensor's performance, indicating that the issue has been effectively resolved. A review of dms data confirmed that the user is currently using the system with up-to-date information.